Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated; "end has slipped off and is lodged on the side of the shaft." The instrument was found to have the main tube broken. No material was found missing. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted surgical procedure, end of a mega suture cut needle driver instrument had slipped off and was lodged on the side of the instrument shaft. The procedure was completed with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted surgical procedure, it was observed that the tip/end of a mega suture cut needle driver instrument had slipped and had become lodged on the side of the shaft. There was no report of fragment fall into the patient or any other additional piece slipping. It was unknown if the instrument was even used during this procedure. The procedure completed robotically with no reported injury.